Manufacturer narrative:
Investigation summary: DHR review for lot: 8150511; was conducted for this investigation, which disclosed the following: the lot was built and packaged on afa line 12 from 31may2018 through 05jun2018 for the quantity of (B)(4). All challenge, set-up and in process samples were performed per quality control plan and all passed per specifications. There were no indications of the alleged defect. Observations and/or testing; was not conducted because no units (samples) or photos were provided for this incident for the alleged defect of needle retraction failure. Conclusion(s): relationship of device to the reported incident: indeterminate - no units or photos were provided for observation and/or testing of this incident therefore, the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle wasn't retracted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte autoguard bc shielded IV catheter needle wasn't retracted.